Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because it was unavailable from the dr's office.

Event description:
Dental assistant reported that an abutment broke in function. Pt is reportedly fine.